Event description:
The initial reporter received questionable troponin t hs elecsys assay results from three patient samples tested on the cobas e 801 analytical unit. On (B)(6) 2025: sample 1 the initial result was 142 ng/l. The first repeat result was 104 ng/l. The second repeat result was 108 ng/l. On 1(B)(6) 2025: sample 2 the initial result was 139 ng/l. The first repeat result after plasma separation and recentrifugation was 192 ng/l. The second repeat result was 143 ng/l. Sample 3 the initial result was 7.10 ng/l. The first repeat result after plasma separation and recentrifugation was 29.0 ng/l. The second repeat result was <3 ng/l. The third repeat result was <3 ng/l.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation reviewed the calibration data. Calibrator 1's signals were within range, while calibrator 2's signals were slightly below range. The investigation reviewed the qc data and the results were within the specified ranges. The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the customer's handling of patient samples. The patient samples. The patient samples were centrifuged for 11 minutes at 3403 (g or rpm). The tube manufacturer's instructions for use state that the patient samples should be centrifuged for 10 minutes at 1300-2000 g. Two of the three patient samples were re-centrifuged, which resolved the issue. This is consistent with a preanalytical issue. The field service engineer inspected the analyzer, replaced the syringe seal, cleaned the procell flow path and syringe with bleach, and cleaned the measuring cell flow path. The investigation is ongoing.

Manufacturer narrative:
The sample foam detection image of one of the patient samples showed a particulate matter floating on the surface; the other images were unremarkable. A general reagent problem was not present because the qc before the event was within ranges; isolated non-reproducible results also do not represent a general malfunction of the assay. The investigation did not identify a product problem. The cause of the event could not be determined.